Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch/lot: (B)(4). Product family: cs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch/lot: (B)(4).

Event description:
It was reported that following a replacement procedure the patient experienced incision pain and was prescribed bactrim antibiotic for prophylaxis of infection. The patient reported an itchy skin on the incision site that cause irritation and incision site was reopened. Symptom of redness was noted and the cause of infection was unknown. The patient underwent an explant procedure and was stable. The explanted devices were disposed by facility.